Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device evaluation: the reported cartridge and the lens were not returned for investigation. Therefore, product testing could not be performed, and the reported issue could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search in the complaints history revealed two additional investigation requests were opened; however, no product deficiency was identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cartridge model, emeraldc30 tip broke when loading lens model, za9003 monofocal iol (intraocular lens). Reportedly, there was no patient contact. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.